Manufacturer narrative:
The complainant indicated that the deivce remains implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp that one week after an anterior pelvic floor repair procedure using a pinnacle pfr kit, the pt presented with headaches, nausea, and pelvic pain. Upon examination, the physician found abscesses and pus in the pelvic area near the sigmoid colon. The pt was admitted for observation. The physician drained the pus from the abscesses, and a CT scan showed no perforation or other injury. The physician opined this was a flare-up of the pt's pre-existing diverticulitis, unrelated to the pinnacle procedure. The pt was released with no further problems.